Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that the end user has wasted three remodulin cassettes, smiths medical, cadd medication cassettes, due to multiple cassette failures over the last three days. It was reported the end user experiences shortness of breath during the cassette changes. No adverse patient effects were reported. No additional information is available at this time.